Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway.

Manufacturer narrative:
This report is a duplicate of MDR # 2020394-2011-00165.

Event description:
Additional information received indicated that approximately seven months after filter retrieval, the detached filter arm reportedly moved to the pulmonary artery in the lower lobe of the left lung and was successfully removed.

Manufacturer narrative:
The lot number for the device was provided. A manufacturing record review was conducted. The lot met all release criteria. The device was not returned. Therefore, a sample evaluation could not be performed. Although requested, images were not provided. The results of the investigation are inconclusive. The definitive root cause is unk. The current IFU (instructions for use) states: warnings - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. This event was reported to the FDA via uf medwatch report# 3900490000-2011-8007.

Manufacturer narrative:
This event is a duplicate of manufacturer report # 2020394-2011-00165. The device was not returned. Therefore, a sample evaluation could not be performed medical records were received and reviewed. The patient presented with back pain and on (B)(6) 2008 underwent removal of a celect ivc filter that had filter legs penetrating the wall of the aorta. During the same procedure, a g2 filter was then successfully implanted in the ivc in an infrarenal position. Approximately 30 months later on (B)(6) 2010, a CT scan was performed, which demonstrated a detached filter limb in the ivc on (B)(6) 2011, a (scheduled) filter retrieval was successfully performed from the left internal jugular vein without difficulty, using a retrieval cone. The explanted filter revealed a missing filter arm, but all other limbs were intact. No attempts were made to retrieve the detached arm because it was believed to be endothelialized in the caval wall. The patient tolerated the procedure well and was reported to be in stable condition. Images were provided one fluoroscopic image of the abdomen without contrast in the vena cava shows the filter positioned over the right side of the vertebral column in the ap view. All images were taken on the reported date of filter retrieval and no images were provided on the filter on the day of the initial implant. The filter apex is seen at the level of mid l2. The filter appears to be expanded, however, the filter limbs cannot be accurately assessed due to poor image quality. An image of the vena cava with contrast demonstrates the ivc to be relatively straight and parallel to the spine. And the filter can be seen vertically oriented in the vena cava. A radiopaque linear density is visible above the filter apex to the left in the vena cava. A subsequent fluoroscopic image without contrast in the vena cava demonstrates a detached filter arm, which is seen to the right of the spine in the lao view. The distal end of an introducer sheath is visible next to the detached arm. A final image labeled "post removal" taken two minutes later in the lao view shows the vena cava with contrast. The filter is not seen in the vena cava. A radiopaque linear density, which may represent the detached filter arm, is visible within the contrast column, projected along the left side of the vena cava. There is no contrast extravasation from the ivc. Based on the images provided, a detached filter arm can be confirmed. An image of the filter taken on the date of the initial deployment was not provided; therefore, caudal migration cannot be confirmed. Sixteen (16) filter photos were received and reviewed. Based on the photos provided, eleven limbs were visible and one limb appeared to have been broken. However, due to poor photo quality, the type of broken limb could not be determined. Based on the photos provided, a filter limb detachment can be confirmed. The results of the investigation for caudal migration are inconclusive. The definitive root cause is unknown.

Manufacturer narrative:
This report is a duplicate of MDR # 2020394-2011-00165. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient presented with back pain and underwent removal of another manufacturer¿s vena cava filter that had legs penetrating the wall of the aorta. During the same procedure, a new filter was implanted in the infrarenal vena cava. Approximately two years and six months post filter deployment, a computed tomography scan demonstrated a detached filter limb in the inferior vena cava. Approximately three years and two months post filter deployment, the filter was retrieved using a cone retrieval device. The explanted filter revealed a missing filter arm, but all other limbs were intact. No attempts were made to retrieve the detached arm because it was believed to be endothelialized in the caval wall. The patient tolerated the procedure well and was reported to be in stable condition. Approximately seven months post filter retrieval, the patient presented with pleuritic chest pain and imaging demonstrated a detached filter limb in the left lower lobe. The patient was admitted to the hospital and the detached filter limb was snared and removed in its entirety. The patient tolerated the procedure well without immediate complication and was discharged on hospital day five. Investigation summary: the device was not returned. Images and photos were provided and reviewed. Medical records were provided and reviewed. Based on the images, photos and medical records provided, a detached filter limb can be confirmed. The investigation is inconclusive for migration of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during a scheduled retrieval, imaging demonstrated that a filter arm had detached from the filter. Reportedly, at an unknown date, it was also observed that the ivc filter had migrated caudally approximately 2 cm. The filter was retrieved without incident. The detached limb remains endothelialized in the cava wall and an attempt to retrieve the limb was not performed. No report of injury to the patient. Additional information received indicated that approximately seven months after filter retrieval, the detached filter arm reportedly moved to the pulmonary artery in the lower lobe of the left lung and was successfully removed.

Event description:
It was reported that during a scheduled retrieval, imaging demonstrated that a filter arm had detached from the filter. Reportedly, at an unk date, it was also observed that the ivc filter had migrated caudally approximately 2 cm. The filter was retrieved without incident. The detached limb remains endothelialized in the cava wall and an attempt to retrieve the limb was not performed. No report of injury to the pt.